Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit will not zero. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) customer reports unit will not zero. Could not duplicate. Exorcised unit to no fail. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use.